Manufacturer narrative:
The rv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements above 200 ohms. As a result, the ICD was explanted and replaced with a subcutaneous ICD system. The associated right ventricular (rv) lead was surgically abandoned. No additional adverse patient effects were reported.